Manufacturer narrative:
The referenced gastrointestinal bleed and arteriovenous malformation were reported under medwatch MFR report# 2916596-2017-00830. (B)(4). Approximate age of device - 2 years. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient presented with a driveline infection with increased white blood cell count. Antibiotics were initiated and the patient was monitored as in-patient. Echocardiogram revealed that the aortic valve was opening with every beat, even with an increase of lvad speed. Lactate dehydrogenase (ldh) levels were checked and the value was 1100 u/l with a base line of 300-400 u/l. It was reported that a pump exchange would be performed. On (B)(6) 2017, prior to device exchange, the patient experienced sustained ventricular tachycardia, loss of consciousness, and was defibrillated. The patient then woke up; however, the patient was confused and in pulmonary distress, and was intubated. Despite maximum dosage of unidentified blood pressure medications, the patient remained hypotensive. The patient's spouse asked to have care withdrawn. The lvad clinicians reported that it was felt the patient experienced a quick reaction to the infection by having an inflammatory response causing the increase in ldh. There were no issues in the pump parameters or changes noted from the patient's baseline. The patient ultimately expired. There will not be an autopsy and the pump will not be returned for analysis. It was also reported within the information provided that the patient had a prior history of gastrointestinal bleed and arteriovenous malformation. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event and subsequent patient outcome could not be conclusively determined. Infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.